Event description:
It was reported that during unpackaging of an unspecified number of unspecified nc trek rx balloon dilatation catheters (bdc), the protective sheath was difficult to remove for each device, occurring prior to (B)(6) 2013. The site indicated that this event has occurred a couple of times, but does not recall the exact number of times nor exact sizes. There have not been inflation, leak, or marker separation issues. Each nc trek rx bdc was used in each patient without further device issue and without any occurrence of an adverse patient effect and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that a product issue related to difficulty removing the protective balloon sheath was identified. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.